Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the down arrow keypad button is intermittently unresponsive. She stated that she wears the pump with a pump skin in her pocket, and stated that she cleans the display screen only with the cleaning solution that comes in the lens cover kits. The patient confirmed that the rubber keypad is intact.